Event description:
A surgeon reports, a patient was not able to adjust to the lens following unilateral intraocular lens implant surgery. A lens exchange was performed about two weeks following the initial surgery and a monofocal lens was used as the replacement. The patient was happy with her results following the exchange.

Manufacturer narrative:
The returned intralocular lens was examined and verified to have signs of handling. One haptic was bent in the gusset and distal area and the lens optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. The optical resolution was acceptable with the focal length reading equaling the labeled diopter. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. This report was mailed to the FDA on: 06/20/2007. Additional information was requested by mail on 05/21/2007 and by phone on 06/04/2007. Additional information was received on a completed questionaire and by phone.